Event description:
It was reported that a merlin net transmission revealed low r-waves. Lead dislodgement was noted and during lead revision it was noted that the lead was pinched in the clavicular region and a portion of the lead insulation appeared to be torn. The lead was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis noted that the insulation was wrinkled at 22.7cm from the connector pin. The wrinkle is believed to have occurred in vivo due to stress on the lead. The insulation was intact at this location.